Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. (B)(4) pertain to the lead.

Event description:
Information was received from the daughter of a basic evaluation trial patient with an external neurostimulator (ens). The patient¿s daughter reported that the lead had come out. It was indicated that the patient was having the implant the day after report, (B)(6). No further complications were reported or were expected.